Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-06767, 06768. It was reported the pt is experiencing issues with her ipg not holding a charge. Additionally, the pt alleges her ipg is exhibiting power surges and overstimulation that is causing her much pain. The pt stated the scs system does not provide some pain relief, but it does not compensate for the additional pain and discomfort the device is causing her. Surgical intervention will be undertaken at a later date to address the issues.